Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels of over 600 mg/dl. The customer administered a manual insulin injection to address the high bgs. Customer changed pump supplies to address the issue.